Event description:
I developed an allergy to titanium dental implants. My symptoms were similar to classical poisoning symptoms. The dentist had the melisa test done which came back positive and the implants were removed on (B)(6) 2024. Most of the symptoms disappeared and I still experienced residual headaches and fatigue. Titanium blood levels are normal. Titanium IV dioxide lpt stimulation index 18x titanium IV oxysulfate lpt stimulation index 10x.